Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and then it got aborted and completed by using another system. The customer reported that the x-ray was not working. No service has been performed by philips since their service contract was with another vendor, so the call was placed in error. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that x-ray was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.